Manufacturer narrative:
Information related to the practice that allegedly performed treatment on this patient is unknown. No information was provided to confirm the identity of the device(s) used during treatment. Therefore, no evaluation of exam logs, devices, device service history, or device manufacturing history records are possible. Investigation could not confirm a merz/ulthera device was used or malfunctioned during the alleged treatment. It is unconfirmed whether a merz/ulthera device caused or contributed to this event. However, this report was deemed serious following discussion with the merz product safety team as permanent damage caused by a merz/ulthera device cannot be ruled out with certainty. Following receipt of follow-up information on 09-may-2024: a merz causality re-assessment was performed, and this case was upgraded to a potential serious injury. Coding for the reported event scarring/keloid was amended from application site scar to keloid scar. Precise information related to treatment and event details are still unable to be obtained, as the patient was treated by a different provider, so a local and temporal relationship can only be assumed based on the wording of this report. The event keloid scar is considered to be equivalently expected as scarring based on the currently valid us instructions for use leaflet of the ulthera system. Possible confounding factor includes the patient having prior treatments with ulthera system. Information continues to be very sparse due to the reporting provider not being the treating provider, with treatment and event details unknown, as well as full confirmation that the device used for treatment was ulthera system. Nevertheless, the reported event can occur after the treatment with ulthera system and causality is therefore assessed as reasonably possibly related to the treatment with ulthera system. Based on the information provided, this case was assessed as reportable to the FDA, as the event keloid scar was deemed to meet the serious criteria of permanent damage as permanent damage cannot be excluded with certainty. No additional investigation or corrective actions are warranted for this report. Furthermore, this report is not subject to any current field corrective action (fca). Ulthera will monitor complaint data according to current statistical trend analysis procedures. Any statistically valid signals or trends will be escalated for review for CAPA consideration. No additional information is available at this time. If additional information is received, a supplemental report will be submitted.

Event description:
On 19-mar-2024, a healthcare provider (hcp) reported an alleged adverse event potentially related to ultherapy. The hcp stated: "my client had a client come to her from another practice. [Patient] can feel scar tissue underneath the chin from a previous ultherapy treatment (from another provider). She is asking if that is normal." On 09-may-2024, the initial reporting hcp (not the treating provider) provided additional information via email. The hcp stated: "our client from another cautry [sic]. Ask by phone about if it's possible to have that after smas lifting. Even I don't know if she got treatment from original provider. She doesn't remember the name of device." The hcp was asked via email on 09-may-2024 if the patient's injury was believed to be permanent, and the hcp responded on 09-may-2024 stating "she told that no changes from approximately 1 year. Looks like keloid under the skin." A response email was sent to the hcp on 09-may-2024 asking if the patient was treated with ultherapy or another brand of hifu, and the hcp responded "she don't know exactly." No additional information is available at this time.